Event description:
Doctor was performing a uterine ablation when they noticed they could not get power to the resectoscope. They checked all connections and when they activated the bovie, the 277kb arced, flamed, and broke into two just where the strain relief ends of the instrument side of the cable. A small portion of the pt drape caught on fire; it was immediately removed from the pt and the small fire was put out. The doctor swapped out all the equipment and completed the procedure. There was no pt impact.